Manufacturer narrative:
(B)(4): the device was not returned for evaluation, however films were supplied for review which found: single lateral view showing paramesh cage, pushed and dislodged anterior to upper vertebral body. Rods and screws span corpectomy level in lumbar spine. Broken rod cannot be verified. Bandage scissors are being held over construct to determine alignment.

Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that the patient underwent a revision surgery due to a broken screw and the cage becoming dislodged. The construct was extended and the screw heads were removed. The screw shaft remains in the patient.

Manufacturer narrative:
Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread; the remaining portion of the mas bone screw remains in the patient and therefore was not returned for analysis. Optical examination of adjacent surfaces to fracture area of fracture initiation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with ratchet and beach marks emanating away from the origin of initial fracture propagation, as well as increased material disruption and river lines consistent with sub-critical overload on one side of the fracture, and damaged surface on the other, followed by a second area of beach marks until ultimate failure of the implant. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.